Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead had high short interval counts. The lead also had low r-waves from initial implant in bipolar configuration. It was suspected that there was a loose setscrew on the device. Surgical intervention was done and the setscrew appeared intact and well seated in the device. The device and lead remain in use. No patient complications have been reported as a result of this event.